Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device appeared to exhibit instances where the minute ventilation (mv) sensor did not respond as expected at higher rates. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the minute ventilation (mv) rate response pf this pacemaker was inadequate for when the patient was playing tennis. It was noted that a treadmill test will be performed in clinic. Technical services (ts) provided instructions on how to measure the mv response during the test. No adverse patient effects were reported. Currently, this pacemaker remains in service.